Manufacturer narrative:
Corrective data: event date, catalog #: rtlr180343 populated.

Event description:
A peritoneal dialysis patient reported receiving a scale reading error on the cycler. The treatment sheet was subsequently reviewed by technical support and it was noted that the patient experienced increased intraperitoneal volume (iipv) of greater than 180%. Follow up with the patient's nurse noted that the patient experienced no adverse event nor required medical intervention. The patient is more successful draining when he stands. A stat drain was performed to relieve the iipv.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported receiving a scale reading error on the cycler. The treatment sheet was subsequently reviewed by technical support and it was noted that the patient experienced increased intraperitoneal volume (iipv) of greater than 180%. Follow up with the patient's nurse noted that the patient experienced no adverse event nor required medical intervention. The patient is more successful draining when he stands. A stat drain was performed to relieve the iipv.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported receiving a scale reading error on the cycler. The treatment sheet was subsequently reviewed by technical support and it was noted that the patient experienced increased intraperitoneal volume (iipv) of greater than 180%. Follow up with the patient's nurse noted that the patient experienced no adverse event nor required medical intervention. The patient is more successful draining when he stands. A stat drain was performed to relieve the iipv.